Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Customer¿s blood glucose level was 162 mg/dl. Reportedly, the customer did not remove residual air from the cartridge. Customer loaded a new cartridge and resumed insulin therapy.